Event description:
A lead was returned to the manufacturer from an unknown source after the patient had died with no information. The lead was analyzed subsequently tested out of specification. The patient died approximately nice years after implant of the lead. A cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.